Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. According to the report, significant mural thrombus was present in the abdominal aorta at the time of the procedure. On an unknown date, a proximal type I endoleak was reportedly identified. On (B)(6) 2016, the patient underwent a re-intervention procedure whereby an excluder® aortic extender component was implanted to treat the proximal type I endoleak. The patient tolerated the procedure.